Manufacturer narrative:
The lot number was provided for both malfunctions; therefore, a lot history review is currently being performed. Two photos were provided and are currently under review. For both malfunctions, one sample has been returned. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1820 biopsy instruments allegedly experienced foreign material present in device. This information was received from multiple sources. Out of the two reported malfunctions, both patients were involved with no patient consequence or impact. One patient was a male, (B)(6) years of age, weighing (B)(6) lbs. There was no further provided patient information.

Manufacturer narrative:
H10: the lot number was provided for both malfunctions; therefore, a lot history review is currently being performed. For one malfunction, one device was returned for evaluation; however, the evaluation was inconclusive for foreign material present in the device. The device for another malfunction has not been returned for evaluation, therefore, the investigation is inconclusive for foreign material present in the device as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use. H11:h2, h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1820 biopsy instruments allegedly experienced foreign material present in device. This information was received from multiple sources. Out of the two reported malfunctions, both patients were involved with no patient consequence or impact. One patient was a male, 66 years of age, weighing 230lbs. There was no further provided patient information.